Event description:
While removing wire from patient, the wire from the 5 french 18 gauge mst (modified seldinger technique) kit began to uncoil. It remained intact and we were able to remove all of wire, but after it was removed it was approximately three to four times longer than it should have been if it had remained intact throughout the procedure.